Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 5th related complaint for needle hub separates on lot # 9252448. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed investigation summary: customer returned (2) 1/2cc, 6mm, 31g syringes in open poly bags from lot # 9252448. Customer states that the needle hub separated from the syringe when removing the shield. Both returned syringes were examined and both were returned with the hub-needle/shield assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9252448. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4). "On 22sep2020, (B)(4) received photo complaint from material #324911 and lot # 9252448. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #78863 was created during the creation of this batch for debris in the pockets of the main dial of jv assembly machine. Corrective action: the debris was cleaned out of the main dial. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA (B)(4) has been opened to address this issue."

Event description:
It was reported that 2 bd veo¿ insulin syringe with bd ultra-fine 6mm needles experienced hub separation from the device prior to use. The following information was provided by the initial reporter: consumer reported, needle hub separated when removing shield. Shields were not difficult to remove. 2 syringes affected. Lot: 9252448. Catalog: 324911. Date of event: unknown.